Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg charging would take longer and was frequent. The ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.